Event description:
It was reported that the patient had coupling problems. He would only get 2 out of 8 coupling bars. Prior, the patient would have all 8 bars. He flew to another city and had been having coupling issues the prior 4-5 days. The recharger (insr) battery level was full. The recharger had not been dropped. There had been no error codes. The antenna locate feature was used, but the patient was still only getting 2 bars. The patient had tried manually moving the antenna. It was noted that the recharger antenna may be the issue. Repair noted the antenna was damaged but was not returned. Electromagnetic interference was discussed, but the patient had charged upstairs and downstairs with no change in coupling. The patient was going to be sent a replacement antenna and was instructed how to change it out. It was noted that the sciatica issue it was implanted for was solved. It was further reported, 2 days later, that the replacement antenna did not solve the issue. He was still only getting 2 boxes. The patient did not think that the stimulator had flipped or moved. The patient had met with a company representative who adjusted the belt, removed the charging paddle from the belt and also tried charging with the stimulator off but the patient still only had 2 coupling bars. The patient had an x-ray done and on 2014 (B)(6) the company representative stated that it appeared that the stimulator may have been implanted upside down. The leads were coming out of the left side of the stimulator. One lead was one vertebral level lower than the other and it appeared the stimulator and leads were not anchored. It was unknown if the patient had therapy. The company representative spoke with the patient¿s neurosurgeon to let him know it was believed the device was flipped. The neurosurgeon planned to send the patient back to the implanting physician in his home state. Additional information from the implanting physician was requested regarding the initial implant and outcome, if received a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 37791, serial# unknown; product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representatives in (B)(6) 2014, and their concerns were resolved.